Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse), found after evaluating the unit that the blue fiber optic connector was broken with part of it bent down covering the light which caused the no trigger alarm. The fse replaced the blue connector and performed a complete system checkout. Unit passed all testing and was cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit stopped working but when switched to a different cardiosave it worked fine. There was no patient harm reported.